Event description:
"The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges the unit shuts off. A device was returned to a third-party service center. During the evaluation of the device, the complaint was not replicated, humidifier fail pca burned, iso port contaminated, scratched display. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed."